Event description:
(B)(4). Essure has been ruled by my dr. That one of the coils are out of place. Since the essure I have heavy bleeding, abdominal/pelvic pain, hair thinning, constant joint pain, my body is not the same.